Event description:
I started using a philips dreamstation CPAP machine in (B)(6) 2018. At my (B)(6) 2018 appointment I questioned my sleep doctor if the machine could cause issues, as I was experiencing shortness of breath. At the time my question was associated to possible lung infection resulting in shortness of breath. The doctor stated the device could not do this and that I should follow up with primary care physician. I have confirmed this conversation is documented in the doctors visit notes. In the last 3.5 years I have had pulmonary function testing, cardiac testing, blood/lab testing, etc constantly all attempting to identify the reason for the breathlessness. Then I saw the recall of the philips dreamstation CPAP device and noted the abatement foam releasing 'toxic and carcinogenic' gases. After discussion with my pulmonary physician it has been determined to immediately stop use of the philips dreamstation CPAP to determine if the symptoms are connected to the device. I attempted to report this adverse event to philips and the only way I was able to provide on record was a 'request for compensation' even though I stated I wished to report the adverse events associated to use of the device. They took my number 3 days ago, but have yet to follow up for more details. Both my pulmonary physician and I feel there is a high likelihood my breathlessness is directly connected to use of the philips dreamstation device giving timing of oncoming symptoms and continued testing with no associated cause. FDA safety report ID # (B)(4).